Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem - correction d4: catalog no - correction d4: serial no - correction d4: lot no - correction d4: expiration date - correction primary UDI number - correction h2: type of follow up - correction h4: device mfg date - correction h5: labeled for single use - correction.